Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed over delivery alarm. The customer's blood glucose was low and was treated with food. The customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The troubleshooting was performed. The insulin pump will be returned for analysis.